Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however, using a test battery cap the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. All of the buttons functioned properly and no moisture damage was found on the keypad traces, under lcd screen, electronic assembly or motor noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The customer did not recall the blood glucose reading. The insulin pump had not been dropped or bumped and showed no signs of physical damage. However, the insulin pump had been exposed to insulin because there was a crack in the reservoir. The buttons were unresponsive and the customer was unable to turn the insulin pump back on. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.